Event description:
Info received that the right siderail is not latching in up position. No injury reported.

Manufacturer narrative:
Technician found that the right siderail was down and not latching up due to broken end tube. Replaced the end tube to resolve this issue. Bed located on 7th floor.